Event description:
On (B)(6) 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date time sg value bg value a. (B)(6) 2025 11:36p.m. Sg low bg 15,2mmol/l; no trend arrow; user was sleeping; no values after 30 minutes b. (B)(6) 2025 6:50 p.m. Sg: low bg 9,5; no trend arrow; no values after 30 minutes; user did a transmitter reset. C. (B)(6) 2025 8:30p.m. Sg: 2,9mmol/l bg: 13,0mmol/l; trend arrow: horizontal; user did nothing; sg value 30 minutes later: 16,0mmol/l. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in-vivo raw sensor data showed optical instability around the time frame of the reported inaccuracies. This most likely contributed to the inaccuracies reported. As part of the resolution, the user was offered a sensor replacement. B4. Date of this report 28 sept 2025. G3. Date received by the manufacturer? 28 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,4111. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.